Event description:
Per (B)(6) at (B)(6) in (B)(6): patient is in ER and pump (serial number and expiration date not provided) is not working. Patient will be admitted to hospital this evening due to pump failure. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. IV treprostinil cadd solis pump. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? Yes. If yes, was any medical intervention provided? Patient will be admitted to hospital this evening due to pump failure. Is the actual device available fer investigation? Yes. Did we replace device? Unknown, not reported. Did the patient have a backup device they were able to switch to? Unknown, not reported. Is the infusion life-sustaining? Yes; what is the outcome of the event? Unk; pt will be admitted to hospital this evening due to pump failure. No further info, details or dates available. Reported to (B)(6) by health professional.